Event description:
A report was received stating that the cuff of the listed device, was not sealing the patient's trachea and was allowing secretions to enter the patient's lungs. The user facility was not sure if the cuff was leaking or if the cuff wasn't large enough to seal the trachea. The tracheostomy tube was replaced. No permanent adverse effect to patient have been reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.